Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
The user was able to load clips at first during a surgery, however, the jaws of the applier gradually did not open enough so that he/she was not able to load the remaining 2 clips. Therefore, the applier and the clip were replaced with a new unit to complete the surgery.

Manufacturer narrative:
Qn#(B)(4). Although a lot number was not provided, a potential lot number was obtained through the sales history. The potential lot is 73m1900071. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m1900071 was manufactured on 12/03/2019 a total of (B)(4) pieces. Lot was released on 12/17/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. Additionally, 2 intact clips and the hook half of a clip were returned loose. The clips and cartridge were visually examined with and without magnification. Visual examination revealed that the broken loose clip was broken in half at the hinge. The other half of the clip was still in the cartridge. No other clips were remaining in the cartridge. The returned sample appears used as there is biological material present on the clips and cartridge. Based on what was reported, this complaint appears to be an applier related issue. Reference (B)(4) for the investigation on the returned applier. Functional inspection was performed on the returned clips. A lab inventory applier was used. The two intact clips were manually loaded into the applier and were both successfully applied to over-stressed surgical tubing. No issues were found with either intact clip. The investigation for the appliers associated with this complaint was performed under (B)(4). It was found that the jaws were unable to open fully which could lead to the broken clips. It could not be determined what caused this issue, but lack of proper lubrication is suspected. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as this is an applier related issue. Reference (B)(4) for the investigation on the returned applier. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One clip was returned broken in half at the hinge along with two intact clips. Upon functional inspection, the two intact clips functioned properly. The broken clip appeared to have been caused by a damaged applier. Reference (B)(4) for the full investigation on the applier associated with this complaint. It was found that the jaws were unable to open fully which could lead to the broken clips. It could not be determined what caused this issue, but lack of proper lubrication is suspected.

Event description:
The user was able to load clips at first during a surgery, however, the jaws of the applier gradually did not open enough so that he/she was not able to load the remaining 2 clips. Therefore, the applier and the clip were replaced with a new unit to complete the surgery.